Event description:
The user facility stated that the boot sole would dislodge while the pts were ambulatory. The user facility could not provide an exact number of incidents or any pt info. The user facility did state that there were no injuries to the pts.